Event description:
It was reported by the customer that a pyxis medstation es system had a display failure. The customer stated that there was an issue with the screen remaining dark, as if the device had no power. The malfunction happened when the user was trying to access the medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to obstruction of shavings of pill containers in an auxiliary drawer. A field service engineer cleaned the drawer to resolve the issue. The device functioned as intended after the field service engineer resolved the issue.